Event description:
Monitor alarm sounded, secretary visualized pt's legs shaking. Called staff rn's to room. Pt observed by staff seizing. When seizures stopped, EKG monitor showed v-fib. Code blue called. Pt defribillated with electric shock. Pt required subsequent reintubation for respiratory compromise. Analysis of strip revealed v-fib had been caused by non-sensing of pt intrinsic beat and pacer spike on vulnerable period of EKG (t-wave).